Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived to the emergency department and was found unresponsive in bed by family on (B)(6) 2020. The patient had agonal respirations requiring bagging en route. The patient was intubated on arrival. A head computer tomography (CT) was done showing extensive multi-compartmental left hemispheric intracranial hemorrhage with extensive mass effect on 2.8cm subfalcine midline shift. During family visitation, the patient went into asystole and the patient was terminally extubated and the lvad was disconnected. The patient passed away on (B)(6) 2020.